Manufacturer narrative:
An event regarding disassociation and corrosion (trunionosis) involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: not performed as the lot details reported were invalid. -complaint history review: not performed as the lot details reported were invalid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, operative reports, pathology reports, patient history, x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right tha was revised secondary to trunnionosis and disassociation of femoral head from the femoral stem. The patient was reported to have a history of ankylosing spondylitis and heterotopic bone. The patient presented with: thigh and groin pain; loss of mobility; and almost complete ankylosis from heterotopic ossification throughout the hip joint prior to revision surgery. The femoral head was disassociated from the femoral stem. The components appeared well fixed prior to revision surgery, although some retroacetabular osteolysis was observed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right tha was revised secondary to trunnionosis and disassociation of femoral head from the femoral stem. The patient was reported to have a history of ankylosing spondylitis and heterotopic bone. The patient presented with: thigh and groin pain; loss of mobility; and almost complete ankylosis from heterotopic ossification throughout the hip joint prior to revision surgery. The femoral head was disassociated from the femoral stem. The components appeared well fixed prior to revision surgery, although some retroacetabular osteolysis was observed.